Event description:
It was reported that the label was missing information with a bd pen ndl 32g 4mm. This occurred on 5 occasions. The following information was provided by the initial reporter: mrp & expiry not mentioned on pen needle pouch.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed. As (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 8086658 was reported, however, this is not a lot# manufactured for this catalog number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the label was missing information with a bd pen ndl 32g 4mm. This occurred on 5 occasions. The following information was provided by the initial reporter: mrp & expiry not mentioned on pen needle pouch.

Manufacturer narrative:
H.6. Investigation: three photos of a 32g x 4mm pen needle polybag were returned from lot. No. 8086658, cat. No. 320597. Visual examination of the returned samples was carried out and it was observed that the samples were manufactured in bd dl with lot. No. 8086658, cat. No. 320596 and were then repacked outside bd dl. The pen needle lot number and expiry date are stated on the teardrop label. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples were repacked outside bd dl this cannot be confirmed to be manufacturing related. H3 other text : see h.10.